Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): the test strips passed testing with no faults found.the meter has also been returned to lfs on (B)(4) 2012. The correct serial number of the meter involved with this complaint is (B)(4). The investigation on the meter has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) from (B)(6) alleging that they were getting an unknown error message on their onetouch verio iq meter. During troubleshooting the customer care representative determined that the subject meter was prompting an error 2 message. Per the onetouch verio iq user guide the error 2 message prompts when there is a problem with the meter or test strip. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter was prompting an error 2 message. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.